Manufacturer narrative:
(B)(4). Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. Although the patient anatomical information was not provided, it was noted that additional dilatation of the lesion had to be performed, which suggests the lesion was difficult. As the stent delivery system (sds) was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. Reportedly, the graftmaster stent was deployed in the pericardium and the perforation was not sealed. Pericardiocentesis was performed and surgical intervention was performed to suture the perforation and an intra-aortic balloon pump was inserted. The patient was taken to the intensive care unit; however, the patients condition declined. Resuscitation attempts were initiated, but the patient expired. Hypotension, perforations, and ventricular fibrillation are known adverse events of coronary stenting listed in the graftmaster otw instructions for use (IFU), which reasonably covers cardiac tamponade as it is an associated cascading patient effect of an untreated perforation. As these reported patient effects may also be attributed to the patients overall health condition, the initial perforation itself and/or perforation treatment strategy, a conclusive cause for the reported patient effects and their relationship, if any, to the device could not be determined. The reported physical resistance appears to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot.

Event description:
It was reported that during the procedure for treatment of a perforation in the left anterior descending artery (lad), a balance middleweight guide wire was advanced but could not cross to the perforation site. The guide wire was removed from the anatomy. A pilot 50 guide wire was advanced into the lad and a jostent graftmaster stent system was advanced. Resistance was felt. The graftmaster was removed and additional dilatation was performed using a non-abbott dilatation catheter. The graftmaster stent system was re-advanced and the stent graft was deployed in what was thought to be the lad. Images revealed that the guide wire had been advanced into the pericardium extending the perforation, and the distal end of the stent graft had deployed in the pericardium. The perforation remained unsealed. Pericardiocentesis was performed and surgical intervention was performed to suture the perforation. An intra-aortic balloon pump was inserted. The patient was taken to the intensive care unit; however, the patient's condition declined. Resuscitation attempts were initiated but the patient expired. The cause of death is hemodynamic deterioration, ventricular fibrillation, progressive ischemia, and pump failure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The pilot 50 guide wire is being filed under a separate medwatch MFR number. The device remains in the patient. The lot number was provided. A follow up report will be submitted with all relevant information.